Event description:
During a trochanteric nail procedure the surgeon was using the stepped drill bit to drill for the helical blade insertion. The drill bit broke, surgeon tried to retrieve the piece but could not. A small piece remains in the right femur of the pt. The procedure was completed.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is neither implanted or explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review cannot be requested.